Event description:
It was reported that the customer passed away in the hospital. The cause of death was septic shock, ischemia and kidney failure. The caller stated that on (B)(6) 2014, the customer went to the doctor and was told that he was in kidney failure and was hospitalized the same day. The customer was told that he had a hear attack a few days prior to the kidney failure, that he was unaware of. Two years ago, the patient had two blockages in his heart and two heart attacks. Also, the customer had beginning stages liver failure. He had started dialysis. The customer's blood glucose at the time of death was unknown. According to the caller, the customer was not wearing the insulin pump at the time of death, but he used the device until (B)(6) 2015. The doctor removed the insulin pump, due to the customer not being able to manage the device any longer. The customer was using sensors but was not wearing a sensor at the time of death. The caller agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip. The insulin pump passed the delivery volume accuracy test. The daily totals of insulin delivered was 29.125 units on (B)(6) 11.7 units on (B)(6) and 17.9 units each day from (B)(6) of 2015.